Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an unwitnessed syncopal event around 1-2 am. Review of the patient's log files showed a series of no external power and low power hazard events. These were caused by power to the mobile power unit (mpu) being briefly interrupted. Low power advisories due to normal battery depletion were also seen. There was no interruption in pump support during these events. The patient's mpu was stated to have a locking power cord. No other unusual events were seen and the mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient cable connector being loose was confirmed via visual inspection of the returned mobile power unit (mpu) (serial number: (B)(6)). The reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 9 days of data ( (B)(6) 2021 per the timestamp). A no external power, a low voltage hazard and power cable disconnect alarms were active on (B)(6) 2021 from 6:10:12 to 6:10:32 due to a loss of ac power while connected to the mpu; the alarm resolved when the controller was connected to a 14v battery. The system controller backup battery supplied power during the loss of ac power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The mpu was initially evaluated at service depot. Manipulation of the patient cable rubber encasing revealed that it was loose due to a gap being observed between the plastic connectors and the rubber. The patient cable was replaced and the mpu passed functional testing without issue. Additional information provided stated that the alarms occurred while the power cord was completely secured to the wall and to the mpu, and that there were no environmental circumstances that resulted in losses of ac power at the patient¿s home; however, the reported information may not be completely accurate as the reported no external power alarm activated due to a loss of ac power while connected to the mpu. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 14nov2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also state that all mpu alarms are accompanied by an illuminated symbol and to contact the hospital contacts if there is an alarm on the mpu with no visual indication. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, describes how to properly care for and clean all the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 6, entitled ¿patient care and management¿, states that the system controller must be connected to the power module or the mobile power unit during sleep or any time when sleep is likely. The patient may not be able to hear alarms while sleeping on battery power. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the power interruption to the mobile power unit occurred while inpatient all plugs were secure and had no loss of external power. Related MFR # 2916596-2021-05721